Event description:
Written report received from baxter "off/tubing-connector" noted during patient use. The photograph received from baxter indicates that the male luer adapter had separated from the tubing. Reportedly, one unit is affected with this condition. There was no report of patient injury or medical intervention.